Event description:
Additional information received reported that according to the health care provider (hcp) there was no event.

Event description:
Additional information received reported that the patient no longer had concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0l5jy, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient experienced loss of therapeutic effect and loss of bladder control that occurred 2 days prior to this call. The patient indicated that she got up and the urine just poured out. The symptom reported had a sudden onset. The patient indicated that she adjusted/increased stim and bladder therapy was fine again. It was noted that after adjusting 2 days or 3 days prior to this call her bowel ¿went wild.¿ the patient had adverse bowel that has continued and was terrible on the day of this call. The patient stimulation was on 2.4v. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.